Manufacturer narrative:
Multiple attempts were made to follow up; however, no response was received from the contact. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms. The customer changed the infusion site multiple times. The customer's blood glucose was impacted. As the contact did not have the pump when tandem technical service was telephoned, troubleshooting to determine a possible cause of the occlusion was unable to be performed.